Manufacturer narrative:
Conclusion: based on the device history review of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. (B)(6) is a common hospital acquired infection. This device is terminally sterilized via moist heat using a validated overkill method. This method is capable of providing a sterility assurance level (sal) of 10-6. (B)(6) is a variant of the bacteria staphylococcus aureus. This organism is not resistant to moist heat sterilization, and the validated process for this device would render it non-viable. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process. Without the return of the valve, a root cause of the event was unable to be determined. Multiple attempts have been made to obtain additional information without success at this time.

Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 38 days post implant of this bioprosthetic valve, it was replaced due to a (B)(6) infection. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.